Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they are feeling ok for the most part. Patient stated they had to go back to the healthcare provider office today because their bladder is still asleep from the anesthetic. Patient mentioned they lowered the stimulation one notch yesterday because it was overstimulated and they put a catheter in today until monday, and now they are working with some low settings. Patient service specialist reviewed with patient that they will receive a call next week to check on the status of their implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.